Event description:
A report was received that the patient¿s ipg will be explanted for an unknown reason.

Event description:
A report was received that the patient had inadequate stimulation and underwent a revision procedure wherein the ipg was explanted.